Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. 4 patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2011 at 02:15:05 and (B)(6) 2012 02:15:04. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace= 808 to 3056 ohms between (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that the right ventricular lead had high lead impedance. The lead was replaced. No patient complications have been reported as a result of this event.